Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) had smelled of smoke and had an unexpected shut down.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. It was reported that the cardiosave intra aortic balloon pump (iabp) had smelled of smoke and had an unexpected shut down. This call was taken through the emergency support line. They stated the pump stopped pumping and had a loud, high pitch squeal with a blue loading screen. Customer stated they had to remove the batteries to get the sound to stop. He stated they had placed the patient on another cardiosave pump without issue. Getinge emergency support team collected product surveillance information. Getinge emergency support team explained the pump would need to be sent to biomed. When asked, he stated there was no alarms or issues prior to the stopping and loud noise of the pump. There is no service request linked to this complaint. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.